Manufacturer narrative:
No sample received.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Per additional information received, the patient has experienced morbid obesity, 80 pound weight gain over one year, bilateral leg swelling/edema, leg pain (joint pain), calf tenderness, mesh noted on side of urethra/protruding into vagina (foreign body in patient), chronic pain, frequent night time urination, and required additional non surgical interventions. Per additional information received on 16oct2021, the patient has experienced mental anguish, physical pain, disfigurement and physical impairment.